Event description:
Post operatively, approximately three months after an unknown procedure; a routine x-ray revealed that a broken piece of the pch, scsr, str scissor remains in the patient. The break was not noted during the surgery. The patient did not present with any post-op pain, swelling or limited mobility issues and no further action is planned. The device has been discarded by the customer.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).